Event description:
A customer contacted baxter's technical service center regarding air in a manual drain bag. The technical service representative (tsr) has no idea how air was getting into the manual bag. The care giver (cg) will speak to the nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample is not available at this time. A follow-up MDR will be submitted if further information becomes available.